Manufacturer narrative:
Ref: (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the smarttouch catheter shaft image did not appear on the carto 3 display. The shaft was displayed occasionally, the shaft appearance was unstable. The catheter was exchanged, however, the new smarttouch catheter was displayed in the wrong direction. This issue was not resolved by calibrating inside the cardiac cavity by using a navistar catheter. The image of the shaft was recovered by itself over time. By the end of the procedure, the catheter appearance became normal. In addition, the lasso catheters were displayed at the wrong positions by acl. They appeared in a different position compared to fluoroscopy. The procedure was completed before resolving the lasso issue. The procedure was successfully completed without patient's consequence. This event was reported on (B)(6) 2013. Additional information was provided on (B)(6) 2013 stated that the lasso catheter location shifted. The map shift occurred just after inserting the catheter into the patient. No warning message was displayed for the map shift issue. Due to the reported map shift issue, this event is now a reportable event. The alert date was reset to (B)(6) 2013.

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported the smarttouch catheter shaft image did not appear on the carto 3 display. The shaft was displayed occasionally, the shaft appearance was unstable. The catheter was exchanged, however the new smarttouch catheter was displayed in the wrong direction. This issue was not resolved by calibrating inside the cardiac cavity by using a navistar catheter. The image of the shaft was recovered by itself over time. By the end of the procedure, the catheter appearance became normal. In addition, the lasso catheters were displayed at the wrong positions by acl. They appeared in a different position compared to fluoroscopy. The procedure was completed before resolving the lasso issue. The procedure was successfully completed without patient's consequence. This event was reported on (B)(6) 2013. Additional information was provided on 05/07/2013 stated that the lasso catheter location shifted. The map shift occurred just after inserting the catheter into the patient. No warning message was displayed for the map shift issue. Due to the reported map shift issue, this event is now a reportable event. After unit evaluation it was determined the reported malfunction was unable to be duplicated. No similar issues occurred during the following procedures. The root cause of the reported malfunction remained unknown. The unit was functional per specification. DHR review was performed. No anomalies were noted in manufacturing or service.